Event description:
Customer reported receiving a battery out limit alarm and stated that the buttons are unresponsive and they are unable to clear the alarm. Customer stated that the numbers were scrolling when attempting to deliver a bolus. Customer's blood glucose reading at the time of the call was 121 mg/dl. No further information reported.

Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. No number ramping anomaly was noted. No battery out limit alarm could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.